Manufacturer narrative:
(B)(4).

Event description:
It was reported that a pt's catheter had disconnected from the pin connector; this was not confirmed. The complication was suspected to be due to the collection of fluid at the connection site. The pt had a catheter revision; there was a "disconnect at the back". It was reconnected and then the catheter was cleared at the catheter access port (cap). Per the reporter, the pt is "doing fine". Add'l info has been requested, but was not available as of the date of this report.